Manufacturer narrative:
Analysis was performed by remote clinical support which included review of the clinical audit trail. The results of the analysis confirmed the red and yellow alarms events were generated/ ended at the overview surveillances. However, the clinical audit does not show that the alarm "alert sound" events were played at the overview surveillances stations. A field service engineer (fse) went onsite for further analysis and functional testing. The results confirmed a yellow spo2 alarm was present, then checked cmc overview stations 6 and 8 where issue occurred. The clinical audit log was reviewed and showed an alarm start at 14:47:08 and end at 14:47:14. It was concluded that everything is working as intended: the audit log shows the spo2 yellow alarm lasted 6 seconds and self-corrected. Bedside surveillance displayed the alarm (confirming local generation), no error codes or accessory issues were found, and the behavior aligns with current pc/overview settings for non-latching yellow alarms. Based on the results of the analysis, the product was confirmed to be operating per specifications and the cause of the reported problem was the issue self-corrected before audible activation of the alarm. The customer was provided information explaining the normal function of the system. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on a patient information center ix indicating that users are not hearing the spo2 yellow alarm sounds at the overview surveillances. The device was in use on a patient at time of event, there was no adverse event reported.